Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There are no non-conformances in the DHR related to the reported event. The company service rep evaluated the unit and found that when pushing the console into cart, on 2 occasions produced fo error. When system shut down and restarted it functioned correctly. The fault log shows fault#53, 140 times. Replaced the exchange fiber optic assembly. Performed the functional tests to meet factory specifications. The pump was returned to the customer. The replaced parts are being returned to the manufacturing facility at (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional info becomes available. (B)(4).

Event description:
During a training session by the company, rep noted a fiber optic module failure on the pump not yet in clinical service. No pt was involved.